Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 02/06/2015- litigation papers received. Litigation alleges pain and elevated metal ion levels. The doi was updated. The head, stem, and adapter sleeve are being added because of elevate metal ion levels. The complaint was updated on: 02/18/2015.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-23023. This report, 1818910-2014-22715, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-23023. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claimed received. Patient was revised for a failed acetabular component. After review of the revision operative note the cup was revised due to corrosion on the edge of the acetabulum.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. A request for compensation (claim) has been received from this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.